Event description:
Information was provided by a consumer regarding an implantable intrathecal pump intended to deliver morphine at an unknown concent ration and dose, indicated for non-malignant pain. It was reported that the placement of the patient's pump was causing pain. It was noted that the patient considered this a gradual change in therapy/symptoms. The event date was reported as (B)(6) 2015, when the pump was implanted. Per the patient, "the pump is fine," however, the pump placement is too high and it is causing her pain when she gets up. It was stated that she was seeing a different neurosurgeon on (B)(6) 2018 about explanting the pump and moving it. Additional information was received from a healthcare provider on (B)(6) 2018. Regarding actions and interventions taken to resolve the reported pump placement causing pain, it was noted that the pump was implanted and then revised twice by a neurosurgeon in florida. There was no further revision as the patient expressed frustration with the pump and inadequate pain relief. It was noted that the high placement of the pump reservoir was revised, but it was still painful. The patient continued to use the pump with care.